Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error indicative of possible early battery depletion, and the patient heard tones from the device. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time and no adverse patient effects were reported. Additional information received indicated that the s-ICD was replaced. It was not reported whether the device would be returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an error indicative of possible early battery depletion and the patient heard tones from the device. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time and no adverse patient effects were reported.